Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 08-mar-2018 with the following findings: a review of the pump¿s black box showed that the last basal delivery was on (B)(4) 2017; the last bolus delivery was a 0.45 unit normal bolus on (B)(6) 2017. The pump was manually suspended on (B)(4) 2017 at 11:21 and manually resumed at 11:47. During investigation, the pump was exercised for 24 hours with a 2.0u/hr basal rate with no errors or warnings occurring. At end of testing, the basal history correctly showed 2.0u and total daily dose (tdd) showed 48.0u. The tdd¿s added up correctly and reflected the user's programmed basal rates. The pump passed the delivery accuracy testing with no delivery defects found. The pump was found to be delivering within required range and delivering accurately. No errors, warnings or delivery interruptions occurred during the testing. The complaint of an inaccurate delivery issue was not duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a history/settings (inaccurate delivery) issue. It was reported that the patient¿s blood glucose (bg) was reported to be greater than 250 mg/dl but less than 500mg/dl with small ketones and no additional reported signs or symptoms. This incident does not meet animas' definition of an adverse event and there was no indication that the product caused or contributed to an adverse event. This complaint is being reported because there is an allegation against the delivery function of the pump.